Manufacturer narrative:
In the event the device is returned to the manufacturer, the reported event cannot be analyzed via laboratory testing. St. Jude medical has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device #1 of 2: reference MFR. Report: 1627487-2017-04770. The manufacturer is unable to determine which lead has migrated thus both leads are reported. It was reported the patient was no longer receiving effective stimulation. An x-ray was taken and showed the left lead had migrated. Surgical intervention may be pending to address this issue.

Event description:
Device #1 of 2: reference MFR. Report: 1627487-2017-04770. Follow up information identified reprogramming was undertaken on (B)(6) 2017 and did not resolve the issue.

Event description:
Device #1 of 2: reference MFR. Report: 1627487-2017-04770. Follow up information identified the patient underwent surgical intervention on (B)(6) 2017 where the entire scs system was explanted so the patient would be able to undergo an MRI.